Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) impedance measurements of greater than 3000 ohms and non-capture. Impedances were checked which revealed measurements of 800 to 900 ohms, and lv capture was established. Isometrics were performed which did not elicit noise, but did reproduce the loss of capture and high impedance measurements. The device was reprogrammed and the patient will be monitored. No additional adverse patient effects were reported. The device remains in service.